Manufacturer narrative:
**Resubmission of initial report as per FDA on 4/3/19** the investigation showed that the affected footboard was neither a siemens healthineers product nor a product approved by siemens for use with the uroskop access system. The footboard was a local product purchased by the customer. The footboard was checked at the site by the local service engineer. No defects were found. To ensure product safety, it is advised to use only original accessories from siemens or accessories of other manufacturers approved by siemens. The user is responsible for any risks associated with the use of accessories that are not approved by siemens.

Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
It was reported that when the table of the uroskop access system moved from a recumbent position to a standing position, at approximately 45 degree angle the foot base unlocked and the patient dropped out of the foot base. There are no injuries attributed to this event. The reported event occurred in (B)(6).